Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 8021545.

Event description:
It was reported that patient experienced infusion set came off during use due to tape not sticking issue caused by sweating event on (B)(6) 2026. Due to the event, the patient experienced high blood glucose level and was treated with bolus.